Event description:
It was reported that on (B)(6) 2010, the patient had a non-abbott stent implanted in the diagonal vessel and a 3.0 x 23 mm promus stent deployed in the mid left anterior descending artery (lad). Post-dilatation was performed and 0% residual stenosis was noted. The patient was discharged on (B)(6) 2010 on aspirin and prasugrel. A planned second procedure was performed on (B)(6) 2010, at which time a non-abbott stent was implanted in the obtuse marginal branch, with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. On (B)(6) 2011, the patient presented with recurrent chest pain and was admitted on the same day. The electrocardiogram (ECG) revealed sinus bradycardia, an inferior infarct of undetermined age, but an anterior infarct could not be ruled out. Coronary angiography revealed 90% in-stent restenosis in the mid lad promus stent. On (B)(6) 2011, 285 days post-index procedure; the subject underwent revascularization of the mid lad. Pre-dilatation was performed and a 3.0 x 18 mm promus stent was deployed with 0% residual stenosis. The patient was discharged on (B)(6) 2011 on aspirin and prasugrel. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina, bradycardia (a form of arrhythmia), myocardial infarction, and restenosis are known adverse events as listed in the electronic promus everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.